Manufacturer narrative:
Event summary: the patient data files showed at least six applications were performed with catheter 2af284 / 59093 on the date of the event without system notices or issues. A clinical issue was encountered during cryoablation procedure (phrenic nerve palsy). There is no indication of product malfunction during procedure. The balloon catheter 2af284 / 59093 was not returned for investigation. In conclusion, this is a clinical issue (phrenic nerve palsy) encountered during the procedure. There is no indication of product ma lfunction during procedure. Balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred, and ablation was then stopped. The case was completed with cryo. It was noted that the patient's pnp did not recover, and is scheduled for outpatient monitoring. No further patient complications have been reported as a result of this event.